Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2015. Product event summary: the device was returned and analyzed and no anomalies were found. The initial reported event of infection was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a pocket infection. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.